Event description:
It was reported that the customer was hospitalized due to low blood glucose of 45mg/dl. The nurse requested assistance with setting the temp basal for the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.